Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found; however, on visual inspection, it was noted that the setscrew was misaligned and damage to the grommet was noted.

Event description:
It was reported that during the implant procedure, the df-1 connector was mistakenly connected to the is-1 port and the is-1 connector was connected to the df-1 port. The mistake was noticed and the connectors were reconnected to the right ports. After reconnection, a lot of oversensing was noticed. Cleaning and reconnecting did not solve the issue. Oversensing was provoked by touching the device. Grommet inspection did not reveal any anomalies. The device was not implanted and was replaced. No patient complications have been reported as a result of this event.